Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a meal bolus and a correction bolus were delivered to address a meal and a snack. The contact wanted to stop the food bolus as it was thought that possibly the meal bolus may have already accounted for the reported snack. During troubleshooting with tandem technical support, it was verified that meal bolus had already been delivered. The customer's blood glucose level was currently at 204 mg/dl. Cts educated the contact as how to stop a bolus. The contact acknowledged the information.